Event description:
It was reported that a wallstent unistep enteral stent was placed during a gastroscopy procedure in 2008. According to the complainant, the wallstent device was positioned over the target obstruction at the pylorus. When the physician started to deploy the stent, resistance was felt when the "valve body" was pulled back. The delivery system was removed from the gastroscope, where the physician noticed that the stent wires had perforated the exterior sheath, near the radiopaque marker band. It was further reported that the physician was able to complete the procedure using a second wallstent unistep enteral stent device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed. Therefore, the cause of the reported malfunction is currently undetermined.